Event description:
It was reported that a spectrum pump displayed a false downstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false downstream occlusion alarm which was reproduced. During the evaluation, the downstream sensor current reading was elevated and out of specification with a fluid filled set loaded. Evaluation also found a failed downstream sensor. The downstream sensor was replaced.